Event description:
Facility employee was transferring resident from bed to chair using the mechanical lift and sling. During the transfer the strap broke near the right shoulder causing the resident to fall out of the sling to the floor from about 3-4 feet high. The sling is designed with a total of 4 straps that connect to the lifting device, 2 on the part of the body and 2 near the feet.

Event description:
Add'l info sent to the MFR on 01/16/03. Facility employee was transferring resident from bed to chair using the mechanical lift and sling. During the transfer the strap broke near the right shoulder causing the resident to fall out of the sling to the floor from about 3-4 feet high. The sling is designed with a total of 4 straps that connect to the lifting device, 2 on the part of the body and 2 near the feet.